Manufacturer narrative:
G4 - PMA/510(k) #: exempt h3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that catheter hub from a thal-quick abscess drainage set separated from the catheter when a 50ml slip tip syringe was inserted into the trumpet for flushing. The occurrence rate for this issue was said to be 2/10 patients, but no specific number of patients or patient specific details could be provided. The length of time devices were in place varied. The devices did require replacements. No other adverse effects were reported for this incident.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that catheter hub from a thal-quick abscess drainage set separated from the catheter when a 50ml slip tip syringe was inserted into the trumpet for flushing. The occurrence rate for this issue was said to be 2/10 patients, but no specific number of patients or patient specific details could be provided. The length of time devices were in place varied. The devices did require replacements. No other adverse effects were reported for this incident. Reviews of documentation including the instructions for use (IFU) and quality control procedures, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search for this customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, [t_tqas_rev9] ¿thal-quick abscess drainage sets,¿ provides the following information to the user related to the reported failure mode: ¿instructions for use 14. The catheter can now be sutured to the skin and dressed in a standard fashion, and drainage continued. How supplied - upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no device return, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is possible the device could have been pinched in some of the hospital equipment. However, cook cannot confirm this without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.